Event description:
It was reported during inspection for use, the screen became noisy on the bronchovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1: establishment name- (B)(6) hospital. The device was returned to olympus for inspection and the event was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. Reasonably known information suggests probable causes such as damage or deterioration of parts, electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.